Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's allegation was not duplicated, however an evt_press_sensor_mismatch error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. Upon disassembling the device and inspecting the interior, dirt was found on the flow sensor. The reported incident is likely due to the dirt on the flow sensor. The technician recommended replacing the device's flow sensor to address the issue. Additionally, since dirt on flow sensor was confirmed, the device's blower chassis plate, filter cover, blower cap, blower mount, blower bellows seal, blower assembly , system board, proportional valve, 3-way solenoid valve, low flow o2 connector, outlet side panel, dual rim cup, tubing - system board, tubing - blower chassis, tubing - fio2, low flow o2 tubing, and fio2 housing were replaced as designated in the corrective action for the evt_press_sensor_mismatch error. A periodic maintenance 2 was performed and the device's air inlet foam filter, particle filter, muffler assembly, were replaced to prevent failure. Final test, battery check, valve check, running test, and cleaning were performed, and normal operation was confirmed. Software version 1.06.10.00 was confirmed.